Manufacturer narrative:
Block b3: exact date unknown, event occurred 4 months ago prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient received an elective replacement indicator (eri) message on the remote for the implantable pulse generator (ipg). It was also noted that the leads had high impedances. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well postoperatively.